Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the active blade broke off while cleaning. No patient consequences. Another like device was used to complete the case.